Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in austria, a 26mm sapien 3 ultra valve was implanted in the aortic position via the transfemoral approach. Pacing capture was lost during valve deployment resulting in the valve 'slipping' into the aorta. The valve was snared, pulled into the ascending aorta and implanted. A second sapien 3 ultra valve was successfully deployed. The patient was stable during the entire procedure. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
Additional information: section b5.

Event description:
Additional information indicated one day post tavr, the initial sapien 3 ultra valve embolized into the ascending aorta, resulting in the carotid truck becoming blocked. The patient was returned to surgery and a second intervention was performed. The initial valve was pulled into the descending aorta and deployed. A new valve was deployed in the initial valve to stabilize it. At the time of the report, the patient was in stable condition and doing well. All valves remain implanted in the patient.

Manufacturer narrative:
Corrected information: section h6. Additional information: section h10. Per the instructions for use (IFU), embolization into the aorta, malposition and coronary obstruction are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the tavr procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided case imagery indicated the initial valve embolized into the ascending aorta. In this case, the complaint for 'thv embolized into aorta' was confirmed based on imagery evaluation. As reported, ;it was a case of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the inflation of the balloon for deployment, the pacemaker lost capture and the valve slipped into the aorta. The emerged first valve was pulled up into the ascending aorta with a snare and a second valve was implanted successfully'. Per training manual, 'loss of capture during rapid pacing can cause sudden delivery system movement during deployment', which could cause the delivery system (with valve) move toward aorta resulting in embolization. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (loss of pacing capture) likely caused or contributed to valve embolization. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.